Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. Blood glucose level was 86 mg/dl. Reportedly, the customer successfully completed the load sequence.